Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated with gentamicin (intraperitoneal) and unspecified antibiotics for peritonitis. At the time of this report, the patient is recovering from the events. Action taken with pd therapy is unknown. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported on an unknown date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.